Event description:
It was reported that the insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to call back for troubleshooting assistance if the issue reoccurs, and the customer acknowledged this guidance.